Manufacturer narrative:
An event of the guidewire kinking during implant, causing the delivery system and valve to be replaced was reported. It was reported that when the delivery system was removed form the patient, the end of the valve capsule was damaged, preventing it from being used again. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no allegation against the device. A returned device assessment could not be performed as the device was not returned for analysis and the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant, using small flexnav delivery system. After the valve was advanced, it was noted that the non-abbott guidewire was twisted. At this point, the valve was retracted and removed from the patient. During inspection, a thrombus was noted on the naviseal. The distal end of the flexnav delivery system was noted to be expanded that rendered the system unusable. A replacement navitor and flexnav delivery system were used to complete the procedure. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure.